Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load multiple cartridges onto the pump. Reportedly, the customer was able to successfully load a cartridge with 200 units of insulin. There was no impact to the customer's blood glucose level.